Event description:
It was reported that the pt woke in the morning with bg of 21 mmol/l and ketones. Her pump reportedly displayed "no active basal" on the screen. From looking in the pump history, from 11:30pm her basal was set at 0.00 units. Her mother had tested her bg at 11:30pm which was 9 mmol/l. Her daughter entered this in when she was half asleep. The basal program may have been changed without the daughter realizing it but the cause of the 0 unit bolus program is still unk.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and the results will be provided in a supplemental report. The pt may have inadvertently set the program incorrectly, which may lead to elevated blood glucose levels. No conclusions can be made at this time.